Manufacturer narrative:
Sjm has limited information related tot he patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was experiencing pain at the ipg site due to its location. Subsequently, the patient underwent surgical intervention on (B)(6) 2014 to relocate the ipg to a new pocket.